Event description:
A patient underwent a therapeutic procedure for hemostatic clipping in the stomach. The resolution clip device would not advance out of the sheath. Another of the same device was utilized to successfully complete the procedure. There were no reported complications or ill effects sustained as a result of the deployment issue. There is no further information available regarding this event.